Event description:
It was reported that the spinal cord stimulation (scs) patient experienced stimulation suddenly turning off on its own. When this happened, the patients pain returned. The patient underwent a procedure where the implantable pulse generator (ipg) was replaced. Post operatively, the patient was doing well.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The output monitoring with a remote control (rc) for 24 hours with stimulation on confirmed that the stimulation stayed on all the time.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced stimulation suddenly turning off on its own. When this happened, the patients pain returned. The patient underwent a procedure where the implantable pulse generator (ipg) was replaced. Post operatively, the patient was doing well.